Manufacturer narrative:
This product, is distributed outside the us, but is similar to us distributed pta systems. A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
The reporter received from the affiliate indicates that the sterile product pouch was not completely sealed when the sealed product box was opened. A preliminary visual inspection by the affiliate qualrap indicates that there is a full transfer of tyvek to mylar all the way around the pouch, indicating the pouch was completely sealed at one time. The affiliate account maintains that it was not sealed, and is unwilling to provide any additional info. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional info will be submitted within 30 days of receipt.